Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that their handheld computer would get "hung up" on the interrogate pt screen. The software in the handheld computer was 7.1 programming software. Resolution of the event is unk at this time.